Event description:
Complaint reported of failed attempts to inflate balloon end with water. This occurred on four (4) different flex-seal devices over the last three (3) days. It is reported that four (4) devices failed to inflate; all with the same lot number.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Due to the nature of the product the site was not able to retain the devices. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Please note: event description references "four (4) devices failed to inflate; all with same lot number" therefore; a separate 3500a form has been completed for the other three (3) cases under (B)(6) respectively. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.